Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the device does not work and that they still have incontinence. Patient also stated they wanted the device out and that they were not given the manual. No further complications were noted or anticipated.